Event description:
A malfunction alarm occurred on the customer's insulin pump. There was no adverse impact to the customer¿s blood glucose level. The customer switched to manual daily injections as a backup therapy while technical support arranged to send a replacement pump, confirmed shipping details, and provided instructions for returning the malfunctioning pump using a pre-paid label.